Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported the customer received a no delivery alarm during a basal delivery. The customer could not recall their blood glucose at the time of the event. The customer also reported the no delivery alarm occurred when they attempted to prime their insulin pump. It was also found the no delivery alarm was resolved by a reservoir change. The customer did not want to return their infusion set or reservoir for analysis. No additional information provided.